Event description:
Us customer contacted cepheid to discuss results. Customer encountered a discrepant while running xpert xpress cov-2/flu/rsv plus. Customer collected a sample from the patient and placed it in an xpert transport on (B)(6) 2022. Patient had a sore throat for 2 days before time of collection. Customer processed this sample per pi and mixed with inversion. On (B)(6) 2022, this sample was run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive. This was reported to the md. Due to this sample resulting as positive for sars-cov-2, the customer retested the specimen per the pi on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 negative. This was not reported to the md. Customer is unsure if any deterioration of health due to the discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss results. Customer encountered a discrepant while running xpert xpress cov-2/flu/rsv plus. Customer collected a sample from the patient and placed it in an xpert transport on (B)(6) 2022. Patient had a sore throat for 2 days before time of collection. Customer processed this sample per pi and mixed with inversion. On (B)(6) 2022, this sample was run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive. This was reported to the md. Due to this sample resulting as positive for sars-cov-2, the customer retested the specimen per the pi on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 negative. This was not reported to the md. Customer is unsure if any deterioration of health due to the discrepancy. This case involves a symptomatic patient who tested positive for sarscov2 by xpert xpress cov-2/flu/rsv plus. Cycle threshold value was 43, and normal pcr curve. Customer repeated the test on the same specimen and result was negative, but weak amplification of sarscov2 target. No evidence of product malfunction. No known impact to health. Likely root cause is target/s near limit of detection or near cut-off. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Device evaluated by manufacturer :answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.